Event description:
Voluntary medwatch received states the right ventricular lead exhibited high thresholds and high pacing impedance.

Manufacturer narrative:
Voluntary event report was received. Mw5183714.